Event description:
The customer reported that the insulin gauge displayed an amount different than expected, with the pump presenting a static fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that this could happen due to a variance in the measured pressures used in calculations, explaining that the fill estimate would begin to count down as normal once the insulin amount matched the static display value. The customer understood and acknowledged the explanation.